Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) model zcb00 a one-piece lens was on the field and did not have patient contact. It did not come near the patient and there was nothing wrong with the iol. Doctor converted to vitrectomy during phaco and switched to another lens. The phaco machine is jnj equipment. It¿s unknown if the conversion to vitrectomy was due to equipment malfunction or use error. The second iol the doctor used is model za9003 21.5 diopter which is a three-piece lens. After inserting the lens into the patient¿s right eye, the doctor noticed it was missing one haptic. The iol was cut out and replaced with another jnj lens of the same model and diopter. The procedure was successfully completed. No further information was provided.